Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed the battery depleted from 70% to 15% within 9 hours. In addition, the customer had been experiencing difficulty charging the pump. The customer confirmed that the pump was able to be charged when connected to a computer usb port. The customer¿s blood glucose level was 79 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.